Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a single lumen umbilical vessel catheter (uvc). The customer reports that the uvc was leaking just below the hub where the catheter is joined. Betadine was used to clean the skin area and the area was completely dried prior to insertion. It was not difficult to handle the catheter during insertion and was not difficult to secure. The uvc was sutured in place. The uvc was inserted on (B)(6) 2014 in the umbilical artery and was removed on (B)(6) 2014. The uvc was in continuous use. The uvc was replaced with a new 5fr single lumen uvc. The patient is still intubated on a vent.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
An investigation of the reported condition was performed on the returned 5.0 fr urethane umbilical catheter. Based on the examination under a microscope, a hole in the catheter was found at the base of the luer fitting. The lot number was provided and a device history record was reviewed and no deviations related to this failure mode were found. With the available information, the most probable root cause could be considered as misuse (leak could be caused due to over bending, excessive force or a sharp object). The lot involved within this complaint was manufactured on 02/12/2013 prior to implementation of special 510k#k130725. Under special 510k#k130725, covidien expanded warnings within the instructions for use manual of this product to highlight the concern of uvc catheter damage in the hub area associated with the use of alcohol based disinfectants. The instructions for use were replaced in all stock, and hospitals were sent a letter highlighting this issue. It must be noted that the instructions for use (IFU) states: do not use instruments with sharp or rough edges directly on the catheter since even a minor cut could tear or break the catheter and continues, do not pinch or bend the catheter back to temporarily occlude the catheter. This causes increased stress on the catheter which can lead to a leak or break. Do not use alcohol, acetone, or alcohol containing antiseptics directly on the catheter. Carefully check antiseptic solutions for alcohol or acetone. These substances may cause irreversible damage to the polyurethane which can lead to a leak or break. Ensure gloves or other surfaces which have alcohol on them are completely dry before touching or manipulating the catheter. Also under the special 510k#k130725, a design change was implemented to increase the length of the strain relief on the luer hub of the single lumen uvc catheters. This change is expected

Event description:
To reduce the stress and likelihood of kinking in the area most likely to be exposed to alcohol. This change was executed in (B)(6) 2014. Additionally in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. Manufacturing performs 100% leak testing at the final stage of production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.